Event description:
It was reported that the left ventricular (lv) lead was explanted and replaced due to high thresholds. The right atrial (ra) lead exhibited high thresholds and the lead dislodged. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.